Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient put device in washing machine and then experienced a hardware failure. Patient also reported insertion in arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.